Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. They would get an alarm that insulin was suspending. The customer¿s sensor glucose reading from the reported event was 49 mg/dl while their blood glucose reading was 132 mg/dl. Troubleshooting was performed. Insulin delivery was suspended due to low sensor glucose. The sensor glucose that also triggered the suspend event was 45 mg/dl. The suspend on low limit in the sensor setting was 75 mg/dl. The sensor will be returned for analysis.